Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through pinch valve vl46b. The tubing through pinch valve vl46b is the lower sheath restrictor and carries the diluent to flush the flow cell. The fse replaced the tubing through pinch valve vl46b and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.